Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat uterovaginal prolapse, cystocele and rectocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, dyspareunia and loss of sex. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic pelvic relaxation. It was reported that the patient underwent the concurrent procedures of an anterior and posterior repair, mesh reinforcement with prolift, uterovaginal support with prolift and cystoscopy during mesh implantation. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-24682. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
.